Event description:
Infusion pump with a failure code 812:02. The facility's biomedical engineer stated that the pump was not involved with patient injury or medical intervention. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use. Additional contact information was requested but no additional contact was identified.